Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during the inspection, the straight suction and curved suction instruments had deformation. There was no patient involvement.

Manufacturer narrative:
Product analysis #(B)(4) :2024-06-18 11:17:58 cdt webmremotews sfdcmnav product analysis task update. Tested by date: 2024-06-18 failure mechanism (other): would not verify findings and conclusions: all three straight suctions were not able to verify when attached to a known good tracker and displayed a divot error from 2.1mm to 2.4mm. Afc: nafc0118 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.